Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions were submitted to the distributor to follow-up with the end user. Additional information received indicated that there was no vessel dissection, as originally reported. Additional information received stated: echocardiograms performed peri-procedurally, at discharge, and 30 days following the implantation procedure were provided, along with one peri-procedural cine. In this case, the cardiac echocardiograms did not provide relevant information because these media did not show images or video loops of the groin. A medical director reviewed the peri-procedural cine, which showed the implantation of an accurate valve. A video loop of the right femoral access site showed a guidewire positioned in the right iliac artery leading to the ascending aorta. The video loop did not show the precise access site (puncture of the artery), but a more cranial position. It was observed that the common femoral artery/iliac artery had irregular luminal dimensions consistent with peripheral atherosclerosis of the vessel, but there was no indication that a vessel dissection occurred. Additional information received from the end user: what is the lot of the safari2 wire? Sorry, not available. Was the guide wire examined prior to use? Guide wire was in a good condition, there was no dissection or any problem with the safari 2 wire! Did the end user experience any resistance during insertion or withdrawal? Guide wire was in a good condition, there was no dissection or any problem with the safari 2 wire! Did the end user make any modifications to the curve form prior to use? Guide wire was in a good condition, there was no dissection or any problem with the safari 2 wire! It was reported that the guidewire is not expected to be returned for analysis. Is there a photo of the guidewire after removal? No. Does the end user believe the safari guidewire was a contributor to the vessel dissection? There was no dissection!!!!!!

Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore a physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "the subject had marbling and pallor of the lower extremities. Ultrasound showed suspicion for dissection and the CT of the vessels shows an occlusion of the right common femoral artery, "most likely by the anchor of the angio seal". Right surgical groin revision was performed and the major vascular access complication resolved without sequelae." Procedure was completed with this device.

Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.